Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air in line issues were discovered with a one-link non-dehp standard bore catheter extension set. The nurse stated that the plunger which is in the connecting hub acted as though there was an air bubble or it collected air bubbles. When the tubing was put together and normal saline was flushed through, an air bubble was noticed in the connecting hub. There was no report of patient injury or medical intervention associated with this event. No additional information was available.